Event description:
It was reported that the pt experienced shooting pelvic pain on both sides of her body and toe curling while the stimulation was turned on at a therapeutic level. The shooting pain progressed into her head, fingers, and toes and she turned her device off. The patient went to the ER for the pain and was admitted to the hospital. She was discharged the next day with orders to discontinue IV pain medication. The patient fell about six months ago and had two episodes where she was using the vacuum and the handle hit the ins site. The site was constantly painful to the touch, slightly swollen, with no redness. It was also reported that the lead was "sticking out". The pt outcome is unk at this time. Further info is being requested from the hcp.